Manufacturer narrative:
After further review it was determined that this is a duplicate file and will be cancelled. Please reference manufacturer report number 2016493-2020-01409 for MDR reporting.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "IV infusion pump was set at 12 4 ml/hr as ordered, but the pump module had an unnoticed physical defect which allowed the 46 hour long infusion to take less than 2 5 hours the patient required an interventional medication to reduce the risk of harm to the patient FDA safety report ID# (B)(4) bd alaris pump infusion set (B)(6) 2020."

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "IV infusion pump was set at 12 4 ml/hr as ordered, but the pump module had an unnoticed physical defect which allowed the 46 hour long infusion to take less than 2 5 hours the patient required an interventional medication to reduce the risk of harm to the patient FDA safety report ID# (B)(4) bd alaris pump infusion set (B)(6) 2020."